Event description:
Customer alleges a metallic residue on their acmi cystoscopes when processed inside an olympus case, (7 scopes total). Customer states that sometimes, there is splatter on the inside of the case from the scope. The scopes are no longer working. The customer states that these devices were processed without an eto cap as instructed by acmi. Customer indicated they have not used these scopes on any patients. This report is for the sixth scope.

Manufacturer narrative:
Other: damaged device - conclusion: other: the reported issue has been documented into asp's complaint system for tracking and trending purposes. As manufacturers introduce new technologies and make materials, manufacturing and repair process changes to their devices, asp does not have the means to provide up-to-date information related to specific brands and models of medical devices that may be processed in the sterrad systems. Asp may work with specific device manufacturers to test for compatibility in the sterrad systems, however, the compatibility data and the decision as to whether the device is compatible in the sterrad systems is ultimately the decision of the device manufacturer. In october 2007, a CAPA was initiated and customer letters were sent to all sterrad systems users instructing them to directly contact the device manufacturing regarding material compatibility and functional performance questions of the device with the sterrad systems. A review of the complaint history indicated that no significant trend has been observed. The rate of complaints reported for "damaged devices" has remained consistently below 4 dpmo (defects per million opportunities) since the field action was initiated. Risk assessment was performed for damage to customer device after processing in the sterrad systems. The assessed risk was determined to be as low as practical at this time. Reference: MDR 2084725-2009-00239, 00244, 00248, 00243, 00245, and 00246.